Manufacturer narrative:
The investigation determined that higher and lower than expected vitros phyt quality control results were obtained from vitros phyt slides on a vitros 5,1 fs chemistry system. The most likely root cause of this event is analyzer related. Service actions were performed on the analyzer. Following these service actions, significantly improved within laboratory precision performance was obtained indicating that service actions have resolved this issue. The investigation found no evidence the vitros phyt reagent malfunctioned.

Event description:
A customer observed higher and lower than expected vitros phyt quality control results obtained from vitros phyt slide lot 2614-0156-6268 on a vitros 5,1fs chemistry system. Vitros tdm pv iii w4428: 17.40, 19.34, 32.31, 19.87, 35.12, 32.06, 35.89, 20.64 versus expected 26.5 ug/ml . Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. There was no allegation that patient results were affected or reported from the laboratory. However, the investigation cannot conclude that patient samples were not affected or would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4) record ID (B)(4).